Event description:
The report rec'd from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, after successful placement of two coils the physician was not satisfied with the position of the trufill dcs orbit mini complex fill 2 x 1.5 coil. The physician then tried to withdraw the coil back into the microcatheter unsuccessfully. Another 2 x 1.5 coil was used to complete the procedure successfully. The target lesion was an aneurysm of the anterior cerebral artery. Access for the procedure was femoral. A 5 fr guiding catheter, an ev3 micro-wire, and a prowler 14 microcatheter were positioned properly. There was no reported pt injury or loss of access to the target lesion. Add'l info has been requested.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.